Manufacturer narrative:
Investigation included user education and basic troubleshooting over the phone. Investigation of this case revealed that the device likely lacked sufficient charge time and that the charger could be suspect. It was concluded that user guidance was provided and a replacement charger was shipped to restore charging capability.

Event description:
It was reported that the user¿s ilet did not power on after approximately one hour on the charger, despite the charger indicator showing a solid light, and a replacement charger was arranged while advising the user to continue charging for the recommended duration. Symptoms included no adverse clinical signs or glucose-related complaints. Outcomes included no impact to health and no need for medical care.